Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 9/13/2019. Device returned to manufacturer: yes. Device evaluation: the plunger component was observed in advanced position. The cartridge component was observed correctly engaged into lower body of the preloaded device. Visual inspection using magnification was performed. The lens was observed stuck at the cartridge tube and tip. The reported ''iol partially delivered'' issue could not be verified. However, ''stuck in cartridge'' was observed on the return. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no additional investigation request (ir) received for this production order. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age / date of birth: unknown / not provided. Sex / gender: unknown / not provided. If implanted, give date: not applicable, the lens was removed/replaced within the initial procedure. If explanted, give date: not applicable, the lens was removed / replaced within the initial procedure. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) had to be removed and replaced during the initial procedure, because the lens was jammed and would not fully deliver. No additional information was provided.